Manufacturer narrative:
Citation: iantorno m et al. Crt 2018 late-breaking trials. Cardiovasc revasc med. 2018 sep;19(6s):2-6. Doi: 10.1016/j.carrev.2018.08.009. Epub 2018 aug 14. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an overview of the late-breaking trials presented at the 2018 cardiovascular research technologies conference. Of the 12 trials covered in the overview, 2 reported results with medtronic product: ¿transcatheter aortic valve replacement for the treatment of pure native aortic valve regurgitation¿ and ¿debris heterogeneity across different valve types captured by a cerebral protection system during tavr.¿ all data were collected from multiple centers. The combined study population included 779 patients (demographics were not provided for both trials), approximately 104 patients were implanted with medtronic corevalve bioprosthetic valves, approximately 123 patients were implanted with medtronic evolut r or evolut pro bioprosthetic valves, and an undisclosed number of patients were implanted medtronic engager bioprosthetic valves. No serial numbers were provided. Among all patients included in the ¿transcatheter aortic valve replacement for the treatment of pure native aortic valve regurgitation¿ trial, the overall mortality rate at 1-year post implant was 22%. No other details were reported. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: new permanent pacemaker implantation, stroke, valve-related dysfunction (no other specifics were provided), moderate-severe aortic regurgitation, and embolic debris captured by a non-medtronic cerebral embolic protection system (observed with evolut r). Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Event description:
Medtronic received information via literature regarding an overview of the late-breaking trials presented at the 2018 cardiovascular research technologies conference. Of the 12 trials covered in the overview, 2 reported results with medtronic product: 2) ¿transcatheter aortic valve replacement for the treatment of pure native aortic valve regurgitation¿ and 3) ¿debris heterogeneity across different valve types captured by a cerebral protection system during tavr.¿ all data were collected from multiple centers. The combined study population included 779 patients (demographics were not provided for both trials), approximately 104 patients were implanted with medtronic corevalve bioprosthetic valves and approximately 123 patients were implanted with medtronic evolut r or evolut pro bioprosthetic valves. No serial numbers were provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.